Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad, charging cable, and wall adapter. There was no reported adverse impact to the customer's blood glucose level. The customer was sent new charging supplies and had alternate insulin therapy available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.